Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User did not want to provide any specifics of the event such as date, time and the glucose values. Due to lack of information, no investigation was possible for this complaint. The issue with sensor inaccuracies was addressed under (B)(4) where a sensor replacement was offered to the user. As part of resolution of (B)(4) for the issue with sensor inaccuracies, a sensor replacement was offered to the user. No separate resolution was possible for this complaint due to lack of information. H3. Device evaluated by manufacturer? No. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.